Event description:
It was reported the customer received a sensor error alert. The customer's blood glucose was 11.7 mmol/l. The customer was advised of the proper insertion techniques for sensors. The customer also stated her blood glucose was 3.3 mmol/l prior to the sensor error. Troubleshooting did not occur for sensor glucose and blood glucose differences as the customer did not upload to carelink. No additional information provided.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings.